Manufacturer narrative:
The target lesion had 90% stenosis. Following the failed delivery of the resolute integrity stent, further pre-dilation was performed with a sc balloon.

Manufacturer narrative:
Product analysis: the distal tip was damaged. The 11th and 12th distal stent segments were partially deformed with raised struts. The stent was positioned on the balloon between the marker bands as per specifications. (B)(4).

Event description:
The physician intended to use a resolute integrity stent. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was performed with no issues identified. The target lesion in the mid lad had a little tortuosity and moderate calcification. Lesion pre-dilation was performed. Resistance was encountered when advancing the resolute integrity device and the device was withdrawn. Upon inspection a stent strut was noticed to be lifted. No patient injury reported.